Manufacturer narrative:
Aro report. A ge rep evaluated the system but did not report on eval results or repair details. System is operating as intended.

Event description:
Customer reported system continues to emit x-rays even after the button is released.